Event description:
Information received indicates the brake will not hold at the foot end of the stretcher.

Manufacturer narrative:
The technician found the rocker link on the foot end of the stretcher was broken. The technician installed a brake/steer grade kit to repair the stretcher.